Event description:
It was reported that the patient was hospitalized in december/january for pneumonia, pulmonary embolism, and a lower-right abdominal hematoma. The patient was intubated and the healthcare provider (hcp) instructed that they should not worry about the pump, and to ¿just do as many magnetic resonance imaging (MRI) studies as needed,¿ and the pump would be addressed at discharge. Following the mris in (B)(6), the reporter was told the pump ¿reset and went to zero.¿ the reporter was redirected to their hcp. The pump was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).